Event description:
It was reported that during a procedure to treat an 80% stenosis with minimal tortuosity and minimal calcification in the left common iliac vein and external iliac vein using the stent abre, there was a 20-minute delay in surgery due to product malfunction. After the first stent was deployed and post-dilated with a 16mm x 40mm non-medtronic balloon, angiographic imaging revealed that the stent was fractured in the midsegment and the stent/struts were deformed in vivo. The physician realigned the fractured stent with a second 16x100 abre stent. The fractured stent remains in the patient but was realigned with another stent, and the procedure was completed using a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the post-dilated 16 x 40 atlas balloon was inflated to 6atm. The physician noted that it did not post-dilate until after they noticed that the stent appeared to be fractured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.